Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal and uso seal were both replaced.

Event description:
Evaluation of the returned device found a delaminated downstream occlusion seal and a buckling upstream occlusion seal. There was no patient involvement.